Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensing was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported. Additional information received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensing was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported. Additional information received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensing was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported. Additional information received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. This report contains a correction to field d6b: explant date.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to oversensing of noisy signals. The device tachy therapy was programmed off. The physician has made the decision to explant and replace this device. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the source of the noise that was oversensed was myopotential noise cause by repetitive motion as the patient was sawing with handsaw at the time. The procedure has not been scheduled at this time. This device remains in service. No adverse patient effects were reported.